Event description:
Pt's examination revealed numerous lumps, but a large lump on right lateral upper breast. It appeared to be hard and painful to right breast with a palpable crease. Also, there was leakage from the right nipple. The recent mammogram did not show definite rupture, but an old mammogram did reveal leakage. In addition to this, pt is having difficulty with lupus like syndrome secondary to the prosthesis. Therefore, dr. Strongly recommends the removal of both prosthesis (especially her right prosthesis) in the very near future. Rupture & silicone saline implant.